Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse removed, cleaned, and replaced the seals on the discharged pump (dop). The cse re-flanged the dilution probe aspiration pump (dip) top connector due to a small leak. The system test and wash 2 routine was acceptable. The customer service engineer (cse) returned to the customer site on 05/13/2019, installed a new dop 7mm pump with 2 ground straps, verified there were no leaks when priming, and performed wash 2 twice. Quality control (qc) was run and within acceptable ranges. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, patient results were obtained on an advia 2400 instrument. The customer did not provide the assays(s) or the patient sample results. The discordant results occurred after the dilution discharge pump staring leaking. Patient results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant advia 2400 instrument test results.